Manufacturer narrative:
In this case, the returned device analysis was unable to confirm the reported unintended movement (clip open ¿ efaa/establish final arm angle) and difficult to open or close associated with single gripper actuation. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. Based on the information provided and the results of the returned device analysis (unable to confirm the reported issues), a cause for the reported unintended movement (clip opened while establishing final arm angle) and a single gripper actuation issue could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation (mr) and an enlarged atrium for a mitraclip procedure. During the procedure, one of the grippers would not lower. Additionally, the clip opened in the locked position, troubleshooting was performed unsucessfully. The clip was removed from the patient and a new mitraclip was selected and implanted successfully. The final mr was grade 1. Post procedural handeling of the device established that the clip passed the efaa testing but moved while in the inverted direction. There were no adverse patient effects or clinically significant delays reported.